Event description:
The pt experienced a shocking/jolting sensation in the ribs following a fall. The pt fell frequently, most recently a couple of weeks prior. Further info is being requested from the hcp.

Manufacturer narrative:
(B)(4)